Event description:
It was reported to boston scientific corporation that a trelex mesh was implanted into the patient on (B)(6) 2003. According to the complainant, the patient experienced injuries (specifics unknown). According to the physician, during a post-operative visit on (B)(6) 2003, the patient pleased with the outcome of the procedure, stating there was no dyspareunia, no hematuria, and her symptoms of urge and urinary incontinence were gone. Another post-operative visit took place on (B)(6) 2006; the patient was treated with macrobid for (known and documented) recurrent cystitis. There was still no recurrence of previous incontence symptoms. This was the last time the patient was seen at the physicians office. All other information, including the patient's current condition, is unknown and unavailable.